Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the pump had no power after the pump was exposed to water in a swimming pool. The reporter noted no damage to the pump casing or keypad, the keypad was intact. There was reportedly moisture under the display lens. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the black box and download history was not able to be downloaded. The pump was returned for investigation with visible moisture in the display lens. The pump had audible and vibratory function; however, the display screen remained blank. Leak testing was performed and revealed a leak in the case seal. The pump was opened for investigation and revealed moisture inside the pump. Complete functionality testing was not possible due to moisture damage.